Manufacturer narrative:
Additional information was received on 21-jul-2025. The event occurred during the transseptal puncture phase. The physician's opinion on the cause of the adverse event is a failed transseptal puncture. The first attempt was a bit posterior and the physician had no blood reflux. Transseptal puncture sites performed during the procedure were one, two attempts. No ablation was performed. Due to the additional information received, reassessed the event under the lasso nav catheter as a non-reportable concomitant product. Therefore, updated h6. Health effect - clinical code, h6. Health effect - impact code and h6. Medical device problem code fields. Manufacturer's reference number: (B)(4).

Event description:
It was reported that pre pulmonary vein isolation (pvi) cardiac ablation while mapping with a lasso nav catheter, the patient experienced a cardiac tamponade treated with a pericardiocentesis. Pre pvi ablation, while left atrium (la) mapping with a lasso nav catheter, the cardiac rhythm started to rise. Trans thoracic echo revealed pericardiac tamponade / pericardial effusion treated with a pericardiac puncture/drain, and 600ml of blood was removed from the pericardium. The physician was paying attention to the vital signs because the transseptal puncture (tsp) was not easy, and the posterior roof of the la was close to the tsp needle. The patient is stable for now. The surgery was delayed. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 16-jul-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).